Manufacturer narrative:
(B)(4).

Event description:
It was reported that the external pulse generator (epg) cables had pacing failures during use. The epg was sent for service. The status of the cables is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found no anomalies with the 1285 cable. (B)(4).